Event description:
It was reported that while attempting to climb over the siderail, the patient fell out of the bed. No malfunction was alleged, and it is unknown if any injury resulted from the reported fall.

Manufacturer narrative:
No device malfunction was alleged. (B)(4) was acquired by stryker on jan. 2, 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition.   No evaluated required.